Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the entire outer coil was removed during myosure procedure, the physician was concerned about leaving the inner coil in place") and uterine leiomyoma ("fibroid") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "essure coil was ensnared and the entire outer coil was removed during myosure procedure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant) and complication of device removal ("the entire outer coil was removed during myosure procedure, the physician was concerned about leaving the inner coil in place"). At the time of the report, the uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and uterine leiomyoma with essure. Most recent follow-up information incorporated above includes: on 27-oct-2017: correction on product problem/malfunction fields. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.